Manufacturer narrative:
(B)(4).

Event description:
Procedure: wedge resection. According to the reporter: anatomy involved: middle lung love 3 months post op the patient had a severe coughing episode and developed a small air leak at the end of the staple line. The rest of the staple line was intact. The surgeon resected the staple line using egia60axt with reinforcement strips.